Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Results- bd received no samples, but photos for investigation from the user facility. Evaluation of the returned photographs shows fm. Retained samples from this lot number were visually inspected and evaluators identified additive material on the inner wall of some syringes as well. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion- unconfirmed complaint. Product within specifications. Foreign matter identified as additive. Barrels are sprayed with additive prior to assembly, when plunger is inserted, it pushes additive off interior walls, creating what looks like fm.

Event description:
It was reported that the 3 ml bd preset¿ syringe with bd luer-lok¿ tip. 22 g x 1 in bd eclipse¿ syringe barrel has foreign matter inside of it. No serious injury, blood exposure or medical intervention occurred.